Event description:
When preparing to load the kit into cell ex instrument to treat a graft versus host disease (gvhd) patient in the pediatric ICU (picu), the nurse noticed the anticoagulant tubing was significantly kinked. This was near the tubing organizer and the nurse was unable to massage the kink out of the tubing. The kit was not primed and was not used for patient treatment.